Event description:
It was reported that the closure device did not seal. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 20mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was successfully deployed in the patient and implanted in the laa. The closure device did not seal the entire laa of the patient, so the physician made the decision to implant a second closure device. A new was positioned in the laa of the patient and a 24mm closure device was deployed and successfully implanted in the patient. With both closure devices implanted in the patient the laa was successfully sealed. The patient did not experience any complications as a result of this event.